Event description:
It was reported by the patient that the remote monitor did not respond to the start button. The patient attempted to reset the monitor and also tried a different electrical outlet. The patient was to return the monitor. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.